Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a memory download was unable to be performed, as telemetry could not be established due to a lower than expected battery voltage. The device case was opened and an external power supply was connected. Device resets were observed that occurred at or post explant. Electrical measurements were performed which noted an active short in the battery cell, which, resulted in major swings of the voltage and heat output of the battery cell and was felt to be the cause of the reported clinical observations.

Event description:
Boston scientific received information that the device measured less than six months remaining longevity. Approximately one month later, the device was unable to be interrogated, with no magnet response. The patient's heart rate was 60bpm, and occasionally decreasing to 40bpm. The device had previously been programmed to vvir60. Additionally, the device battery was felt to have depleted prematurely. A revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.